Event description:
It was reported that balloon rupture occurred. A 2.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during multiple inflations, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.